Manufacturer narrative:
The sample has been returned for evaluation. A follow-up report will be submitted once the investigation has been completed. Placeholder.

Event description:
Hub cracked & leaking at the hub. PICC removed; new PICC placed.

Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.